Event description:
The device was used during a laparoscopic chlolecstectomy. The er320 clip would not form and feed properly. Two clips would spit out of the device when the trigger was initially squeezed. Of the two, one clip would be partially formed, the second clip would be unformed. There was no pt consequence. 10/2/96 rep reports the procedure was completed with another co's clip applier.